Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl. Cause of bg level was not known. Customer went to the emergency room and was treated with a manual injection and intravenous fluids of saline and insulin. Customer was discharged the same day with the issue resolved and no permanent damage. Customer declined troubleshooting with tandem technical support and declined to provide further information. The customer continued to use the pump for insulin therapy.